Event description:
An implantable cardiac defibrillator (ICD) was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eleven months post implant of the system. A cause of death has been requested and not be received.

Manufacturer narrative:
Analysis of the device and leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There is no remedial action code for the device. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.